Event description:
It was reported that the patient was experiencing inadequate pain relief due to leads had migrated. It was noted that patient's device was not working as intended and causing pain. The patient underwent a spinal cord stimulator (scs) explant procedure where in all devices were removed. The explanted devices were not returned.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-ipg-r-MRI, upn: m365sc12160, model: sc-1216, serial: (B)(6), batch: 536257, UDI: (B)(4). Product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7105846, UDI:(B)(4).

Manufacturer narrative:
Investigation results: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that the patient was experiencing inadequate pain relief due to leads had migrated. It was noted that patients device was not working as intended and causing pain. The patient underwent a spinal cord stimulator (scs) explant procedure where in all devices were removed. The explanted devices were not returned.